Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) for an elevated blood glucose (bg) level of 379 (mg/dl) and ketones determined to be dangerous. While in the ER, customer was treated with intravenous insulin and fluids. Reportedly, customer was transferred to another ER where they received similar treatments. Customer was released with a bg value of 50 (mg/dl). Contact stated that the customer's low bg value was caused by the treatment received in the ER, as the customer was not using the pump at that time. Contact did not indicate how the low bg value was treated. Reportedly, the health care provider in the ER made adjustments to the customer's settings. Contact indicated that the customer has reinstated use of the pump and has been doing well.